Event description:
It was reported that during a laparoscopic low anterior resection procedure, the clips functioned well, but the blade did not cut the tissue when fired. It was not reported what device was used to complete the procedure.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the device arrived in good visual condition void of staples and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. In addition the knife was noted to have nicks; this damage is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale. Additionally it should be noted that if the firing sequence is not complete, you could deploy the staples without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process. Not in firing range, nicked knife.